Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer reported falsely elevated architect insulin generated from architect analyzer and provided the following data: sample ID (B)(6) initial test result was 898.0 pmol/l. This result was questioned by the patient's physician. When repeated the result was 565.4pmol/l (customer reference range 12.9-84.7 pmol/l) patient: 55 year old male there was no reported impact to patient management.